Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 7 cfu comprised of 4 isolates (positive cocci; micrococcus luteus, negative rods; paenibacillus lautus, negative rods; paenibacillus lautus, negative cocci; psychrobacter faecalis). The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: operation channel - primary slice by accessory. Distal cap - fixed type failed seal integrity inspection. Insertion tube lump at stage 1. Passed dry/wet leak test. Lightguide prong cover glass set loose. Light carrying bundle distal cover glass middle scratched. Umbilical cable single buckled under pve root brace. Fluid invasion not observed in pve connector or in control body. Suction tube mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: biopsy inlet t-piece pb-free. Air/water tube. Deflector body. Deflector body link. Deflector operating wire. Operation channel. Bending rubber. Distal case/cap. Body side cover for deflector. Deflector body attaching screw. The duodenoscope was shipped back to the customer on 19-mar-2018.

Manufacturer narrative:
Report source continued: hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036).

Event description:
On 12/mar/2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 04/28/2014.